Manufacturer narrative:
H3: the mobile view station (mvs) interface cable returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The mvs interface cable passed continuity testing and communication testing. It passed visual inspection. They installed the mvs interface cable on a known working system for several days. The system charged, readied and communicated as expected. 2d and 3d imaging were performed multiple times and successful while under the test. No problems were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the site was able to take their first spin with no problem, but when they went to take a second spin, the image acquisition system (ias) said that it was unable to connect to the mobile view station (mvs). They rebooted the mvs disconnected/reconnected the umbilical with no resolution. After the clinical case, they rebooted both systems and the message cleared. Imaging was aborted causing less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the umbilical cable was replaced. The network cable was going between pcs and was tested bad. The system was tested and motion calibration completed. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the site was able to take their first spin with no problem, but when they went to take a second spin, the image acquisition system (ias) said that it was unable to connect to the mobile view station (mvs). They rebooted the mvs disconnected/reconnected the umbilical with no resolution. After the clinical case, they rebooted both systems and the message cleared. Imaging was aborted causing less than an hour delay to the procedure. No impact on patient outcome.